Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported she had a few ¿good falls on that side,¿ and has had times where it was very difficult to charge, poor telemetry or no telemetry with recharging, and it was difficult to find the right position. One day she thought it was because she was swollen from hitting her hip. The patient also reported ¿it shifts a lot.¿ it was noted the patient didn¿t use the recharging belt, so instead they tucked the recharger antenna into their pants. Eventually they were able to charge, even though sometimes it took up to eight hours. The patient had the implantable neurostimulator (ins) checked to make sure it could get a full charge; it was confirmed the ins was charging normally and could get a full charge. The patient had an upcoming appointment scheduled with their healthcare provider (hcp) on (B)(6). Relevant medical history includes non-malignant pain and peripheral neuropathy.